Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6 correction: b4, g3, g6, h10. Complaint investigation: DHR review: the quality records indicate that this component met all requirements to perform as intended. Review of event description: patient was implanted on left side and experienced pain, metallosis and elevated metal ions. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. No further due diligence required as all required information to support the conclusion is available/was already requested. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet for endoprothesis. Conclusion: no further investigation required as this issue is known and addressed in (B)(4). (Error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer biomet¿s reference number of this file is (B)(4). H3 other text : remains implanted.

Event description:
No change to previously reported event.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. Medical products: fitmore, hip stem, uncemented, b/3, taper 12/14; catalog#: 01.00551.203; lot#: 2470137; metasul ldh, head, 40, code f, taper 18/20; catalog#: 01.00181.400; lot#: 2432837; metasul ldh, head adapter, s, -4, taper 12/14-18/20; catalog#: 01.00185.145; lot#: 2486175. Therapy date: unknown. The manufacturer did not receive devices, x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the USA which was initiated in november 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. Patient was implanted on the left side and experienced pain, metallosis and elevated metal ion levels. A revision surgery has been planned.